Event description:
It was reported that the user experienced hypoglycemia after breakfast, with a blood glucose of 45 mg/dl, treated with oral glucose, then ate lunch but forgot to announce; they subsequently announced within 30 minutes per guidance, and blood glucose was in range at the time of the call. Customer care provided assistance that included telephone troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, occurring approximately two hours after the breakfast announcement, and no alerts or alarms were reported. No clinical symptoms associated with hypoglycemia. Outcomes included recovery without medical intervention. It was concluded that the event was a hypoglycemic episode with unclear cause, with appropriate self-treatment and no further adverse outcomes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.